Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had different display. Customer stated that he visited hospital after exposing to magnetic resonance imaging he had removed insulin pump and then he started noticing insulin pump had different display. Customer had magnetic resonance imaging and pacemaker installed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.